Event description:
During a stenting procedure to the iliac artery with a palmaz genesis opta pro stent, it was reported that the stent came off delivery system in the patient and it was hard to pull back the stent delivery system (sds) into the sheath. The stent ended up in the profunda based on ultrasound examination. The stent was removed with an end loop snare. The patient is ¿ok¿ now based on the ultrasound. There was no patient injury reported. There were no anomalies noted to the sds during prep. The physician was using stent over a 014 stabilizer wire after laser and needed to stent a highly calcified iliac artery. The anatomy was very tortuous. There was difficulty advancing the sds over the guidewire due to calcium. The stent would not pass. The sds did not have to pass through a previously placed stent. It is unknown if the patient needed prolonged hospitalizations .

Manufacturer narrative:
Concomitant medical devices: unknown end loop snare and 0.14 stabilizer wire. (B)(4). The product is not available for evaluation and testing. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Complaint conclusion: during a stenting procedure to the iliac artery with a palmaz genesis opta pro stent, the stent came off the delivery system in the patient and it was hard to pull back the stent delivery system (sds) into the sheath. The stent ended up in the profunda based on ultrasound examination. The stent was removed with an end loop snare. The patient is ¿ok¿ now based on the ultrasound. There was no patient injury reported. There were no anomalies noted to the sds during prep. The physician was using the stent over a .014¿ wire after laser and needed to stent a highly calcified iliac artery. The anatomy was very tortuous. There was difficulty advancing the sds over the guidewire due to calcium. The stent would not pass. The sds did not have to pass through a previously placed stent. It is unknown if the patient needed prolonged hospitalization. The product was not returned for analysis. A device history record (DHR) review of lot 15859009 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent- dislodged-in patient (peripheral)¿, ¿stent delivery system (sds)-failure to cross¿ and ¿stent delivery system (sds)- withdrawal difficulty-through guide/sheath (peripheral)¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of a highly calcified and very tortuous artery may have contributed to the reported event. According to the instructions for use, the user should inspect the crimped stent for adherence to the balloon and centered placement in relation to the balloon marker bands. Do not reposition the stent or hand crimp. Caution: if strong resistance is met during advancement or withdrawal of the catheter, discontinue movement and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the entire system. Neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.